Event description:
It was reported that the column lift assembly on the 9900 system is not functioning. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the vertical lift (ps3) power supply. The system was tested and found to be working as intended and placed back into service.